Event description:
It was reported that the ventilator generated alarms for low o2 concentration. There was no patient harm. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated high flow alarms. Identification of issue has been done by analyzing problem description, service report and device's logs. Based on technician statement, the o2 cell was replaced and the device passed all performance tests and has been returned to clinical use. As no goods were returned for investigation, the root cause could not be determined.

Event description:
Manufacturer's ref (B)(4).